Event description:
An optometrist reported a case of dry eye and spk (superficial punctate keratitis), experienced by a patient one month post lasik surgery. Patient stated eyes were more dry in the morning and got better throughout the day, and that artificial tears and cyclosporine drops help a lot. This is the second of two reports, and will reference the patient's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).